Event description:
On 12/11/1999 - dental implants were placed in tooth locations #29 and #30. On 07/25/2005 - the two implants were removed from the patient's mouth. In 2005 - the clinician was contacted. He stated the implants were well integrated in the patient's mouth for over five years. The implants were removed from the patients mouth, because the abutment screws had broken inside the implants. The clinician was unable to remove the broken screws from the implants. The clinician then removed the implants from the patient's mouth. He stated the patient has been re-implanted and is doing well.